Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to inoperable keys in column 1 (1st soft key, on/off key, #0, (.) Key). Service evaluation verified inoperable keys in column 1. The cause was identified to be a damaged keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, column 1 keys of the device (1st soft key, on/off key, #0, (.) Key) were found inoperable. There was no patient involvement. No additional information is available.